Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that four days following bilateral lasik, the patient reported glare with rainbows in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.